Event description:
Procedure: gastrectomy. According to the reporter: staples did not form properly. The staple line was over-sewed and surgery time delay was reported as more than 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 10/12/2009.